Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the right ventricular (rv) lead exhibited noise. No intervention was performed. The patient had no adverse consequences.